Event description:
Determined to be reportable based on analysis approved 08/07/2006. It was reported that during an unknown treatment procedure of the mid circumflex artery, a leak in the maverick otw balloon catheter occurred. During inflation the balloon would not hold pressure. Upon withdrawal of the catheter from the body, the physician attempted inflation and noted contrast leaking from the proximal portion of the balloon. The procedure was successfully completed with a 2.5 maverick otw balloon catheter, (unknown length). No patient injuries or complications were reported. Patient status is reported as "okay."

Manufacturer narrative:
Returned product analysis revealed a tear in the balloon material. The balloon catheter with the balloon in a deflated state was received in good condition with no damage observed. Microscopic examination of the catheter found a balloon material tear located 1.7 centimeters proximally from the distal tip. Examination of the area surrounding the tear did not reveal any irregularities in the balloon material which would have contributed to the formation of the tear. The manufacturing records for top assembly batch 8636463 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the tear could not be determined.